Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements in addition to episodes of noise and oversensing stored to device memory. Neither the low impedance measurements or noise and oversensing could be reproduced when tested in clinic. Despite this, a lead insulation issue was suspected but could not be confirmed via x-ray or visually during revision at which time the rv lead was surgically abandoned and ICD explanted. A new device and lead were then implanted without consequence. It was noted that the explanted device is not available for return and analysis. No additional adverse patient effects were reported.